Event description:
It was reported that the patient exhibited hematoma and the pocket was drained. Once the patient was sutured up, low r-wave amplitude on the rv lead was noted. The pocket was reopened. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.